Event description:
Damage was reported to the pump housing around the usb port, affecting the customer's ability to charge the pump, which subsequently led to a shutdown. The impact on the customer's blood glucose level was not disclosed. Tandem technical support arranged for the replacement of the pump, confirmed the customer's shipping address, and instructed the customer to return the malfunctioning pump within ten days using a pre-paid label and return box. Customer declined to share information regarding their backup insulin therapy method.